Event description:
An implantable pulse generator (ipg) system was returned from the legacy funeral home with no information and indicated that no records were kept. Follow up with the physician indicated the patient died approximately seven months post implant of the ipg system. A cause of death was requested and was not available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) with the physician for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Attempts to identify the manufacture date were unsuccessful. Product ID (B)(4), serial# (B)(4), implanted: 2013 (B)(6); product ID 4092-52, serial# (B)(4), implanted: 1999 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary # product ID# 4068-45. A proximal portion was received measuring 3 cm. Analysis was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.